Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided lot number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that during use with an unspecified amount of unspecified bd safetyglide 25g needles the needles are clogged. Any patient impact was not known by reporter. This is the 2nd of 2 complaints: the following information was provided by the initial reporter: I was drawing up vaccines for a patient and I switched needles to a 25g 1" needle. When I went to clear the air from the syringe, nothing would advance. The air wouldn't clear and the medicine wouldn't go forward either. It was like it was blocked. This is happening to multiple people in our office and needs to be escalated quickly. Additional info from customer regarding previous complaint: (14/6/2023) I can't provide the total number of occurrences because it has been happening in multiple clinics and for multiple weeks. We don't draw up with those needles, but you can draw air through them, but pushing it back out is difficult. No visible blockages. I know in our clinic a couple patients were poked extra because of it. The medical assistant got a new needle from the drawer and it worked. I heard that upstairs, the medical assistants were just pushing through it...which isn't good. I don't know what the adverse effects are on the patients because I don't know what is causing the blockage.

Event description:
It was reported that during use with an unspecified amount of unspecified bd safetyglide 25g needles the needles are clogged. Any patient impact was not known by reporter. This is the 2nd of 2 complaints. The following information was provided by the initial reporter: I was drawing up vaccines for a patient and I switched needles to a 25g 1" needle. When I went to clear the air from the syringe, nothing would advance. The air wouldn't clear and the medicine wouldn't go forward either. It was like it was blocked. This is happening to multiple people in our office and needs to be escalated quickly additional info from customer regarding previous complaint: ((B)(6)2023) I can't provide the total number of occurrences because it has been happening in multiple clinics and for multiple weeks. We don't draw up with those needles, but you can draw air through them, but pushing it back out is difficult. No visible blockages I know in our clinic a couple patients were poked extra because of it. The medical assistant got a new needle from the drawer and it worked. I heard that upstairs, the medical assistants were just pushing through it. Which isn't good. I don't know what the adverse effects are on the patients because I don't know what is causing the blockage.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.